Event description:
It was reported that during a clinical procedure, a crestal incision was made around the teeth sites #27-#29 with distal release taking care not to disturb the papilla of tooth site #30. Attempted to profile the implant at tooth site #28 but noted profilers did not seat fully. Curetted granulation tissue from the site and attempted to place both an abutment and a cover screw and noted that they were unable to get fully seated. It is believed that the hex of the implant has been damaged. Elected to remove the implant at tooth site #28.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot number unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.